Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The fit seemed good and was comfortable. After wearing for 3 nights, the soft layer and the hard layer came apart. The men at your (B)(6) number told me that I punctured the soft layer in fitting and that may have caused the separation. I will try again.